Event description:
It was reported that during a laparoscopic distal gastrectomy, the device was used for the delta anastomosis. A psee60a with a gst60b was used on the duodenum, the gastric body, and the lumen. A gst60d with a ech60r was used for common closure. The deployed staples were formed well and the surgery was done with no problem. On the 5th postoperative day, there was turbidity in the drain, an amylase levels in the drain had increased. The drain was mixed with bile, and suture failure was determined on the 7th postoperative day. Leakage from the greater curvature was observed by a contrast medium. It is unknown if leakage occurred from the staple line. The surgeon commented that the patient had a cirrhosis, and a lesion was on the lesser curvature so that when the device was fired, the lesser curvature was very short and extra tension was applied on the tissue. There is a possibility that the pancreas was damaged during use. A conservative treatment was performed. A starvation cure and antibiotics were given, the drain had kept placed. He was discharged from the hospital on the 21st postoperative day. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested: was the buttress used on the common channel and not the anastomosis? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? If so please describe.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and the following was received: was the buttress used on the common channel and not the anastomosis? Yes. A gst60d with a ech60r was used for common channel closure. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? If so please describe. No. The surgeon commented that the patient had a cirrhosis, and a lesion was on the lesser curvature so that when the device was fired, the lesser curvature was very short and extra tension was applied on the tissue.